Event description:
(B)(4). It was reported that on (B)(6) 2025 one 2.5x38 mm esprit btk scaffold was implanted in the left posterior tibial artery. On (B)(6) 2025 the patient had a persistent wound and worsening ankle brachial index at the follow up visit. A lower limb angiogram found restenosis in the superficial femoral artery, posterior tibial artery and anterior tibial artery. Angioplasty was performed in the restenosis. The condition resolved without sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of pain is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.